Manufacturer narrative:
Additional information is being sought from a local representative. This report will be updated once additional information is received.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) system exhibited high shock impedance measurements. This patient subsequently experienced ventricular fibrillation (vf), but the arrhythmia was unable to be converted resulting in hospitalization. The physician decided to deactivate therapy. This system remains in service. No additional adverse patient effects were reported.